Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in vt and that automatic mode switching was observed on the device. Programming changes were recommended. No further information.